Manufacturer narrative:
The device history record for the reported lot number, 30139711, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was returned with the original pouch packaging (opened packaging) with no other components received. It was reported to be ¿a piece of the proximal end of the needle broke (product ref # (B)(4))" the catheter was returned and the needle was not. The returned catheter exhibited to be separated into two pieces. The separation was seen approximately 7mm from the bottom of the white hub. When inspected the breaking points, the surface appeared to be smooth with tabs on one side for both breaking points. Root cause could not be determined. All information reasonably known as of 28-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the needle broke "while anesthesia was performing an adductor canal block for a total knee replacement procedure." The reported product was removed from the patient and a new product was used. There was no patient harm.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 22-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).